Manufacturer narrative:
Technician found the rod for the brake mechanism was broke. Installed new brake/steer upgrade kit to resolve this issue. Stretcher found in hallway.

Event description:
Facility staff allege that the casters are sliding on the floor. No injury was reported.